Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is concerned that his pump doesn¿t alarm him that his blood glucose is high. He said that his blood glucose has been over 400 mg/dl and sometimes his pump does not deliver insulin. The customer said that he has pushed the down arrow and the pump will display ¿okay¿ and then insulin will deliver. During high blood glucose troubleshooting, the customer said that he his back-up plan are the pump and manual injections. He performed the high-pressure test and said that the pump passed. The customer mentioned that his current blood glucose was 328 mg/dl and that he treated with the pump, manual injection, changed the infusion set and drank some orange juice. He was advised to speak with his doctor about his varying blood glucose values. He was also advised to change entire set, reservoir and insulin and treat per his doctor¿s instructions. The insulin pump will not be returning for analysis.